Manufacturer narrative:
Unit was unable to prime during prime/a33 test due to moisture damage on sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. Unit had cracked reservoir tube lip and minor scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.